Manufacturer narrative:
The analysis of the motor battery charger was completed by medtronic personnel. Testing found that the charger had a high voltage output on output b. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries of the imaging system were depleting faster than intended. To restore functionality, the motor charger board and motion batteries were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect motor battery charger has been received by the manufacturer for evaluation. However, results are not available at this time. The batteries have not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the imaging system, the motion batteries of the system had a voltage measured above specifications. There was no patient present when this issue was identified. No additional information was provided.